Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely pain over the implant site which was also initially observed with the new device. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2015. According to the device explantation report there was pain over the implant site with the processor in use. Additionally a damage at the reference electrode was found during explantation. As per additional information received, no further details about the reference electrode damage could be retrieved. It was also informed that the observed pain was initially present with the new device, though it later disappeared. The patient has no problems with the new device and benefits from it.

Manufacturer narrative:
(B)(4) . The device was explanted and returned to med-el headquarters, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.

Event description:
The pt was re-implanted on 03/09/2015. According to the device explantation report, there was pain over the implant site with the processor in use. Additionally, a damage at the reference electrode was found during explantation.